Event description:
It was reported that the patient thought their device had moved as a result of falling on their bottom and it was possibly jarred. It was stated that the patient's device was not working and was turned off at the time of report. The reporter noted it was ¿not working period¿ and it was causing pain in the patient's back. These problems were reported to have started about a year prior to report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-25, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# j0546545v, implanted: (B)(6) 2005, product type: lead. (B)(4).